Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer stated he also had no delivery alarms on the insulin pump. Customer's blood glucose level was 417 mg/dl. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.